Event description:
It is reported that a customer stated that their transmitter did not blink when connected to their sensor. The patient's blood glucose level was at 219 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used sensor and performed bicarbonate buffer test dop114-830. Sensor failed due to sensor contact pad damages.